Event description:
It was reported the patient experienced discomfort (increasing pain at the inferior edge of the pump) due to malposition of the pump. The patient underwent surgical revision of the pocket. When the pump was removed from the pocket, it was noted the pump pocket was extended medially and somewhat inferiorly. The drug used in the pump is morphine sulfate 20 mg/dl, bupivacaine 40 mg/dl, and compounded baclofen 200 mcg/ml at a dose of 11.606 mg/day. The patient recovered without sequela.